Event description:
It was reported that an asymptomatic patient presented to clinic with far-field p-wave oversensing on the ventricular channel. Programming changes were made and the issue was resolved. Patient's condition was stable.